Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 55-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. During support, the device had low flow and suction alarms. The physician repositioned the pump with echo at bedside. The flows were unchanged and suction alarms continued. It was decided to remove the pump as the patient was stable enough to do so rather than exchange for a new pump. The pump was explanted, and patient is stable.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, the cause of the low pump flow cannot be determined since the complaint pump not returned for investigation and lack of the clinical details. Data logs reviewed no mc spikes, low flow occurred in p-9, but nothing indicated as reason for the issue.